Event description:
It was reported that the cassette leaked. The bag inside of the cassette either had a hole or it broke which caused the liquid to seep out and touch the plastic exterior. No patient was involved.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. A device history record (dhhr) was reviewed and found no manufacturing related issues. The reported issue could not be confirmed as no product sample was received for evaluation.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08540 is no longer considered reportable, please disregard any MDR reports associated with it.